Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the buttons on the pump (mostly up and ok buttons) are intermittently unresponsive. Reporter stated that it takes several presses of these buttons to elicit a response. There are reportedly no rips or tears in the keypad and the symbols are present. There have been no cancelled boluses or blood glucose excursions related to this issue. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Evaluation revealed that the keypad was intact. Evaluation revealed that all of the keypad buttons were intermittently unresponsive and the up arrow and ok buttons required multiple presses to elicit a response. Evaluation revealed that there was contamination under the keypad contacts.